Manufacturer narrative:
Tw (B)(4) event site postal code exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that hst iii system (3.8mm) was filled into the delivery system, loading began. The seal did not deploy properly inside, and bleeding could not be controlled, so a new product was opened and used. The seal deployed without any problems. The central anastomosis was completed without any issues. The procedure was completed according to the instructions in the manual. No delays. There was no impact to the patient. The bleeding was only a few milliliters. A blood transfusion was not necessary.